Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up of a shoulder procedure, the quantum 2 had an f4 alarm. No patient involvement reported.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.